Event description:
After imaging they attempted to pull the catheter out of the body when they encountered some resistance. As he began to work to get it out of the 16f sheath, the tip came off. The distal tip was retreived from the pt with a snare.